Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. The s-ICD remains in service. Additional information received indicates that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The s-ICD was explanted.

Manufacturer narrative:
This supplemental report was created to correct the entry in h6: impact code.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. The s-ICD remains in service.